Event description:
Patient representative reported right side "bia-alcl", "presence of a lump presence of a lump" and "profound effect on [their] physical and mental health." Histopathological markers cd30+ and alk- have not been received. Device was explanted. Treatment: device explant, capsulectomy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected (histopathological markers not reported).

Manufacturer narrative:
Further information: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2662266 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, all reported events are classified as medical events, therefore they are unable to confirm. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient representative reported right side "bia-alcl", "presence of a lump presence of a lump" and "profound effect on [their] physical and mental health." Histopathological markers cd30+ and alk- have not been received. Device was explanted. Treatment: device explant, capsulectomy.